Event description:
It was reported that the ventricular jack at the top of the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken and therefore it was replaced. Analysis also found that the upper and lower cases and the battery drawer were broken and contaminated, that the battery release, all four control knobs and the lead flex cover were all contaminated, both bail covers were broken, the ring, ring cover and one case screw were all missing, the battery contacts were compressed, the keyboard was scratched, the liquid crystal display was bleeding and the battery flex was corroded.